Event description:
The customer reported via phone call that they experienced high blood glucose which was 400 mg/dl. Customer stated they received insulin flow blocked alarm which was resolved by infusion set change. Customer's current blood glucose was unknown. It was unknown whether the auto mode feature at the time of event was active. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.